Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from USA stating that an arveo shut down during procedure. There was no patient injury.

Manufacturer narrative:
An investigation was performed on an in-house microscope of the same type as the affected field unit. Results revealed that the device operated within specification (voltage range of 120 v +/- 10%). However, the device failed when the voltage input was lowered further (e.g. 106 v). Therefore, the problem can be traced to the a lowered power supply input (e.g. Power dip equal to or lower than 106 v) to the surgical microscope.